Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the foreign material could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿reprocessing manual: precleaning the endoscope and accessories: flush the air/water channel with water and air. Caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Cleaning, disinfection, and sterilization procedures: manual cleaning: clean the external surface. Immerse the endoscope in the detergent solution. With the endoscope immersed, use a soft brush or lint-free cloth to thoroughly brush or wipe all external surfaces of the endoscope. Pay particular attention to the air/water nozzle opening and the objective lens, and ensure that all surfaces of the distal end are thoroughly cleaned. Flush the air/water channel with detergent solution. Presoaking the endoscope: if there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus during reprocessing of the evis lucera elite colonovideoscope, the scope air/water channel was found blocked. Upon inspection and testing of the customer returned device, foreign material (white plastic material) was found protruding from the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement, or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, light cover glasses cracked, light cover glasses adhesive glue worn, optical cover glass adhesive worn, outlet pipe condition blockage, distal end cap adhesive glue leaking, hole in switch head, aspiration housing coloring has worn, angulation lower than standard, water flow not to specification, and water removal not to specification. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.